Event description:
It was reported that during a gastrectomy procedure, the device "one side" of staple line had malformed (open shape.) Another device was used to complete the case. There was no adverse consequence to the pt. No device returning.